Event description:
Additional information was received from a consumer on 08/12/2015. Per the patient, he had had no change in activity; there was no device programming that he knew of; and his doctor did not know why or did not tell him why he had the issues. The pump was turned off to resolve the breathing complications and overdose symptoms.

Event description:
It was reported that in (B)(6) of 2013, the patient had a pump replacement and "something went haywire" and it overdosed the patient. The patient was left in the hospital and went home. About 6 hours later, the patient was breathing about 3-4 times a minute. The patient's daughter found them, got them to the hospital and they "turned the pump off." The symptoms were sudden. The pump system was delivering bupivacaine and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8575, lot# j12469r, implanted: (B)(6) 2007, product type: accessory. (B)(4).